Event description:
The patient had an epidural inserted for labor pain management by anesthesia. Upon removal of the epidural catheter, the tip of the catheter broke off and remained in the patient. Neurosurgery was consulted and the patient went to the operating room for removal of the catheter tip on (B)(6) 2013. The catheter tip and line were returned to the manufacturer, arrow, on (B)(4) 2013.